Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) removal and replacement. During the procedure no fluid was noted on the device, a tiny hole was identified on the cuff at fold. The device was said to not be sent back. No information was provided about the patient outcome. It was further reported that the patient experienced recurring incontinence leading to the procedure. The hole was identified during the procedure by adding more saline. The patient did not experience any additional adverse events and was said to be recovering after the procedure.